Event description:
While performing a lumbar sympathetic block, the needle used apparently had a break in the teflon coating resulting in a 3mm superficial skin burn at the needle entry site. Although the pt suffered no significant injury and was treated with hydrogen peroxide cleansing and bacitracin ointment application, a break in the teflon coating could result in serious injury in other circumstances. The problem was not discovered until a follow-up visit in the pain clinic.